Manufacturer narrative:
Correction: corrected b5. Event is no longer reportable. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information indicates the patient was able to get into MRI mode, and as such, no further intervention is planned at this time, therefore, this event is no longer considered reportable.

Event description:
It was reported that patient's system was unable to enter MRI mode and is experiencing ineffective therapy. Troubleshooting revealed high impedances on one of the leads. As a result, surgical intervention may be undertaken to address the issue. It is unknown which lead is liable.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report the allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000126011.